Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. The simulated treatment was performed and completed without any failures or problems. The weighed and programmed displayed fill values were within tolerance. Physical tests passed. There were no discrepancies encountered in the internal inspection of the cycler. The cycler performed as designed and the complaint cannot be confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(6). A follow up MDR will be submitted following the plant's evaluation.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported during dwell 5 of 5 the patient reported having chest pain. During the call the patient's treatment record for the evening was evaluated. During drain 4 of 5 the record showed a drain of 3,938 ml with a largets fill volume of 1,999 ml. A stat drain was performed. The reported large drain of 3,938 ml was 197% over the expected drain volume which resulted in a reportable device malfunction. During follow up, the patient's pd nurse reported the patient had chest pain and mild dyspnea when she had the large volume. Following the stat drain the patient's pain subsided significantly and she did not visit an emergency facility. She did not complete treatment that night but did continue pd the next night. The patient has not had any long term pain or discomfort associated with the event.